Event description:
A customer obtained imprecise phyt qc results in 2007 on the vitros 5, 1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. The report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
An ocd field engineer investigated and identified and repaired a damaged slide alignment guide in the microslide incubator, as well as optimizing all microslide incubator alignments. The customer calibrated phyt, obtained acceptable results, and has had no recurrence of the precision issues. The definitive root cause is not known due to the number of actions performed by the fe, but is most likely instrument related.